Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was also reported that the pump battery fully depleted from 35% within a few hours. There was no impact to the customer's blood glucose level. It was indicated that the customer would contact their health care provider to obtain alternate insulin therapy.